Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarm 1 stopping all insulin deliveries. No damage was noted to the cartridges that were in use during the alarms. The customer's blood glucose (bg) level for the past alarm was 90mg/dl; the customer could not recall their bg level for the most current alarm. After each alarm, the customer successfully loaded a new cartridge onto the pump and resume insulin deliveries.